Event description:
A technician reported system message (secondary energy too high) during surgery on a case. Message was acknowledged, and case was able to continue to completion. No pt injury was reported.

Manufacturer narrative:
During an on-site visit, the service engineer could not duplicate the energy message that was received. Service engineer completed a new calibration table, and completed system verification to specifications. A review of the system log file confirmed the occurrence of the message during a treatment, on the day of the reported event. A root cause, for the reported issue, could not be determined. (B)(4).